Event description:
It was reported that the right ventricular lead exhibited diaphragmatic stimulation. Patient presented for lead explant procedure. During the procedure, the pulse generator lost antenna connection and could not be interrogated with rf. The lead and the pulse generator were explanted and replaced. Patient was stable and will be followed normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.